Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was malignant pain and multiple myeloma. It was reported the personal therapy manager (ptm) had an error code 8476 (motor stall) on (B)(6) 2017. The patient was able to get a bolus at "8 something" the morning of (B)(6) 2017 and then later received the ptm code. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The patient was in route from fargo to bismarck to have the pump checked. The reporter stated that depending on what they see when they read the pump they will likely replace the pump either today ((B)(6) 2017) or tomorrow ((B)(6) 2017). The reporter was waiting for the patient to arrive so the healthcare provider (hcp) can read the pump to verify what was occurring. No symptoms were reported. The code was unresolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative. The physician read the pump with the 8840 programmer on (B)(6) 2017. The logs indicate a motor stall event occurred with no recovery. The physician planned to replace the pump on (B)(6) due to the fact that the patient was on plavix.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable for this event.

Event description:
Additional information was received and it was reported that the pump was replaced. The cause for the motor stall was not determined. The patient¿s symptoms included loss of pain efficacy. The pump was delivering dilaudid, bupivacaine, and clonidine. No further complications were reported/anticipated.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone 16.0 mg/ml at 0.098 mg/day and bupivicaine 30.0 mg/ml at 0.184 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the device was explanted and replaced due to elective replacement indicator (eri).

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.